Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately powered on in the off position, user is unable to set mode with the main selector knob. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.